Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 would not activate. No cut or cautery would work. We changed cords with no luck, so we opened a new device and had no problems. Case delay while changing kits. No harm.

Manufacturer narrative:
Trackwise ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4) updated sections: b4,g4,g7,h2,h3,h6,h10 the device was returned to the factory for evaluation on 11/13/2023. An investigation was conducted on 11/13/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be slightly flexed away from the base of the jaw and remained attached to the tip of the jaw, which can be attributed to clinical use. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It produced no visible steam or heat during ten (10) 3-second activations. No tone was audible from the power supply upon activation.. An engineer evaluation was conducted on 11/15/2023 with the following results: the complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010) and hemopro extension cable (c-vh-3030). When the on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position and the toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-3500 hemopro tool did not heat up which is not normal. The electrical continuity of the complaint vh-3500 hemopro tool was tested using the complaint lab¿s multimeter (calibration ID# 14054). The electrical continuity of the complaint vh-3500 hemopro tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device which is not normal and indicates a break in the electrical circuit in the complaint device. Next, the complaint vh-3500 hemopro tool was inspected externally and then the handle was opened to determine the cause of the break in the device¿s electrical circuit. There was evidence of clinical usage observed on the heating elements of the jaws. After opening the handle and removing the thumb toggle it was observed that the wire normally solder to the common (c) terminal was broken and no longer connected to the common terminal. The wire broke at the location on the wire where the wire insulation ends, and the stripped portion of the wire begins. The stripped portion of the wire was observed to be still soldered to the common terminal. Based on the returned condition of the device, investigation results, and engineering evaluation, the reported failure "failure to deliver energy" was confirmed. The lot # 3000325689 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.